Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR.: the complaint device was not returned for analysis. A review of the manufacturing documentation found that all devices shipped from the batch conformed to the preventive measures / current controls as per the product specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that stent premature deployment occurred. A 2.50 x 12 synergy ii everolimus-eluting platinum chromium coronary stent system was advanced to treat a lesion in the left coronary. It was then noted that the balloon looked "bigger than it should" and the device was removed without attempting to cross the lesion. When the device was removed, it was noted that the balloon had slightly expanded as well as the stent. The physician did not attempt to inflate the balloon while still inside the patient and did not notice when the balloon had start expanding. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was fine.